Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the ins wasn¿t holding a charge well. The rep reported that the patient was having to recharge more frequently and while charging the device got warmer than normal and she had to stop the charging process. There were no known factors that could have led to the issues. The rep was to see the patient on (B)(6) 2019. Additional information was received from the rep on (B)(6) 2019. The rep reported that they were able to clear the power on reset (por) with the tablet. The rep reported that the patient was able to continue charging per the norm. The rep reported that the patient was able to use the therapy now and planned to speak to their healthcare provider (hcp) about ins replacement at a follow up visit in (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no apparent cause was determined. The doctor did have the intent to leave the lead that had migrated in place. Patient still gets good coverage. Patient was reprogrammed at her post-op and opened pulse width on device. Patient was happy. No additional actions/interventions were planned. The issue is resolved. The provided information was confirmed with the physician/account.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that today the patient underwent an ins replacement and attempted to place a right lead to improve coverage, but left existing leads as he could not improve coverage. The patient's leads had migrated one vertebrae body. It is unknown at this time if the patient's issues were resolved with the lead replacement. It was noted that the patient's medical history includes spinal cord stimulator (scs) and rsd. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated their reason for calling was because the patient was having difficulty connecting to the ins for charging and the ins was getting hot during the charging sessions. The caller stated that in august the patient was charging while sleeping, and the ins got hot and the patient work up with a rash/red mark at the ins pocket location. The caller stated that she was trying to charge with the patient and they were only able to get two coupling bars, it was fluctuating between 0 and 2 bars. The caller was also seeing a power on reset (por) message on the recharger screen when starting a recharging session. The caller stated that prior to calling she tried to use the antenna locate feature and that did not improve the coupling. The caller was asked to started an antenna locate session and that the values displayed on the screen were 48-72-72. The caller started a charging session and the recharger connected with eight coupling bars. The caller is going to continue charging with the patient so she could interrogate the ins and clear the por. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the ins getting hot while charging and recharging issues was unknown. The rep met with the patient and charged the ins for 1 hour and no redness or excessive warm noted. There were no actions/interventions taken to resolve the issue. The issue was resolved. Additional information was received from a rep on 2019-10-10. The rep reported that the patient met with the healthcare provider (hcp) and discussed replacement. The rep reported that since the charger was warm, going to send her a charger to try and see if any different while waiting for replacement. No further complications were reported.

Manufacturer narrative:
H3: analysis of the 97714 serial# (B)(6) found overdischarged, permanently damaged medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.